Event description:
Customer has multiple samples, from one patient, with discrepant glucose results. Initially in 2009, a sample tested for glucose gave a zero result which was reported to the emergency room as less than 20 mg per dl. Emergency room personnel did not believe the low result and the sample was retested giving 12 and 135 mg per dl. The patient was not treated based on the result, 135 mg per dl was the final value reported. Same patient was tested again at approx 19 days later, giving a glucose result of 19 mg per dl, the sample auto-repeated and gave 17 mg per dl. A critical value of 19 mg per dl was called to the emergency room, they again questioned the result due to glucose accu-check readings they received of 104 and 102 mg per dl. Three additional tubes were drawn from the patient two hours later giving glucose result of: tube 1, glucose results 11, 12, 105 and 100 mg per dl; tube 2, glucose results gave 18 mg re dl twice; tube 3, glucose result 17, 18, and 101 mg per dl. The first sample from second result, was then retested and gave a glucose value of 94 mg per dl. Per customer, the patient was not treated for low glucose results. If additional information is received, appropriate notification will be provided.